Event description:
It was reported that a malfunction occurred on the pump, and a fault ID malf 0-0x277d was provided. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.